Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and restart error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted during bolus/basal delivery or during the rewind test noted. Unit was unable to prime during prime test due to faulty system resistor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the unit and passed.unit had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Customer indicated that the pump may have possibly been worn in an x ray machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.